Event description:
Rptr states, pt required revision surgery of a primary tibial insert due to wear. The worn insert was explanted and a new one was implanted.

Manufacturer narrative:
Summary of evaluation: the tibial component cannot be evaluated for reported wear as it has not been returned for evaluation. Add'l MFR info: two requests for add'l info have been sent to the user facility. Info is unobtainable.